Manufacturer narrative:
Concomitant product(s): product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient was working with magnets at school today and felt tingling and dizziness. The patient left school and felt better but was still feeling a little tingling and dizziness. The patient's mother was also concerned because she could not find the icon that matched the patient's left side on the patient programmer screen; the right implantable neurostimulator (ins) was displayed as on and ok. It was discovered that the patient programmer were on "advanced mode" and the left did not have any programming options. The left ins was on and ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.